Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient was driving when she received an alert on her insulin pump that her bg was 50 mg/dl. She blacked out but was still conscious. She ate some jellybeans and was able to drive to a clinic. At the clinic, they called an ambulance. The patient was transported to the hospital. At the hospital, the patient¿s bg was 29 mg/dl. The cgm value was unknown. The patient was given d5 IV. The patient was given 12 units of lantus in the afternoon and another 12 units of lantus during the night. She was admitted for 2 day and at the time of the report, the patient was still in the hospital but was feeling okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.